Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrhythmia and sepsis, could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow events; however, elevated lactate dehydrogenase could not be confirmed. A specific cause for the confirmed low flow events and elevated lactate dehydrogenase was due to cardiac arrhythmia and sepsis. The controller event log file captured intermittent low flow faults on 11jan2026 and 12jan2026. One low flow fault lasted at least 10 seconds and resulted in a low flow hazard alarm on 12jan2026. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, infection, and sepsis that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 1 also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had elevated lactate dehydrogenase (ldh) to 600's and haptoglobin. Pump parameters were within normal levels. They had one low flow alarm. Log files confirmed the reported 1 low flow alarm as well as multiple brief low flow events with elevated pulsatility index (pi) from (B)(6) 2026 to (B)(6) 2026. The cause of elevated ldh was sepsis. Low flows were due to arrhythmia and resolved. It was unknown if the patient had symptoms at the time of low flows. The patient was admitted and discharged home.